Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the patient's driveline requiring rescue tape could not be confirmed through this evaluation because the device remains in use and no photographs of the external portion of the driveline were submitted for review. Information provided by the account on 11jun2020 indicated that the patient¿s driveline had cosmetic damage and was repaired with rescue tape. The submitted system controller log file contained data from 05jun2020 ¿ 11jun2020 and appeared to show the pump operating as intended with overall stable parameters. No driveline fault events were captured. The driveline wire electrical continuity data recorded in the submitted log file showed that all motor phase values remained stable and revealed no evidence of a potential wire conductor breakdown issue. The pump speed remained above the low speed limit for the duration of the log file. The submitted log file data showed no indication of a potential driveline wire compromise. A distal end driveline replacement was not performed and the account stated that no equipment would be returned. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document (B)(4), rev. H: section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Heartmate ii lvas patient handbook (document (B)(4), rev. G): section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 2 "how your heart pump works", section 4 "living with the heartmate ii", and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user to not twist, kink, or sharply bend the driveline, system controller power cables, or power module patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook cautions the user: call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a no external power alarm when changing from the battery to the wall. The log file also captured low voltage hazard/no external power events when disconnecting the white power lead. There were some low spec voltages noted when using the patient cable. The patient cable was replaced. The patient also had a broken battery clip that was replaced. The patient's driveline is damaged and was repaired with rescue tape.